Event description:
Damage to the pump housing and usb port was reported, specifically affecting the usb port and pins, which impaired the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was directed to place the pump into storage mode before returning it, with tandem technical support arranging to replace the pump under warranty. The shipping address was confirmed, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label. Customer continued to use the pump for insulin therapy.